Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. The lesion being treated was located in the left anterior descending (lad). The physician predilated the lesion with a 3.5x15mm maverick, inflating the balloon twice to 8 atms. Then the physician advanced a 2.75x16mm taxus express2 drug eluting stent. When the physician pulled the stent delivery system (sds) back to confirm placement of the stent he noticed that the flow was sluggish. The balloon was never inflated and the stent became dislodged. An attempt to snare the stent with a 10mm snare was unsuccessful. The physician advanced a 2.5x9mm maverick balloon distal to the undeployed stent. The balloon was inflated to a low pressure and the physician was able to pull the balloon, wire, guide and undeployed stent back, removing everything from the patient. The patient reported no discomfort. The physician attempted to cross the lesion with a 2.0x20mm maverick balloon but was unable to cross the lesion and the procedure was aborted at this time. Further information has been requested but has not been received.